Event description:
Invalid result (s). Called in because he purchased a flowflex kit and the results were displayed before testing. The t line was present directly out of the pouch. He has since taken the test and cannot provide a picture with just the t line showing. The kit was purchased at cvs.

Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov3080004. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The appearance of the retained samples was checked before the experiment and they were all normal. We have not found the complaint issue with the retention cassettes. Please see the attachment. The test results of retention samples from cov3080004 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Called in because he purchased a flowflex kit and the results were displayed before testing. The t line was present directly out of the pouch. He has since taken the test and cannot provide a picture with just the t line showing. The kit was purchased at cvs.